Manufacturer narrative:
The sample was submitted with a portion of the broken pin lodged inside the pin driver. The remaining pin fragment was returned. Examination of the devices indicate the hp pin was not fully seated inside the pin driver before torquing under power. Review of the device history records and/or a lot specific complaint database search was not possible for the hp threaded pin headed as the product lot code required was not provided. The root cause is attributed to user error. The hp pin was not fully seated inside the pin driver before torquing under power. Based on the root cause determination of user error as the root cause, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded headed pin broke off in the locking power driver.